Manufacturer narrative:
No evaluation results at this time evaluation in progress.

Event description:
The device broke during femoral socket drilling at an acl. This resulted in a 15 minute delay while the surgeon manually removed the bit from the femoral bone with a kocher.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The cutting edges are dull, and the distal tip is flared. Dimensional assessment of the drill shaft and drill head diameter and wall thickness confirmed it met print specification. Rockwell testing confirmed the drill met print specification. A drill in this condition would require the use of excessive force to drill. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. (B)(4).